Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. It was reported that they had button error alarm. The customer¿s blood glucose was over 400 mg/dl and 255 mg/dl. Blood glucose value from reported event was 166 mg/dl. The sensor glucose was 104 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also stated that they experienced blood glucose 400 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.